Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the right lead had fractured. Programming was successful, with the left lead, however surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data. H6 - adverse event problem (refer to coding manual). The event of a fracture was reported to abbott. The patient was experiencing ineffective therapy. X-ray reported distal fracture of the lead, right lead has 3 high impedances. The left lead was programmed. A surgery date has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.